Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: (B)(6).

Event description:
Philips received a complaint on an intellivue mx750 patient monitor reporting a patient was in respiratory arrest and no alarm was generated. The patient was apneic and visibly cyanotic, but the monitor displayed a normal oxygen saturation while the patient was in respiratory arrest. Review of the logs by philips indicated the patient had insufficient perfusion for a reliable spo2 measurement to be obtained. The customer requested review of the logs to confirm what was the issue. It was recommended the user attempt to change the location of spo2 measurement when perfusion is low. In addition, the user was educated as to behavior of the spo2 measurement, in that masimo's average value calculation is 8 seconds in addition to a 10 second alarm delay for desaturation or low spo2 from the monitor. Based on this information, it appears there was no device malfunction, but the patient condition affected the ability of the sensor to obtain a reliable spo2 value. A respiratory arrest is a life-threatening condition and makes this event a serious injury; however, it does not appear a device malfunction caused or contributed to the event. Additional information has been requested.

Manufacturer narrative:
A philips remote service engineer (rse) obtained additional information, which was reviewed by a philips clinical expert (ce). According to the ce, this information indicated the respiratory arrest was witnessed by staff and the patient recovered. Additional information related to any medical intervention was not provided. Based on this information, the device did not cause or contribute to the reported respiratory arrest as staff was present to witness the change in condition; therefore, though the event was a serious injury, the device did not cause or contribute due to the fortunate circumstances that staff was present. Based on the information available and the testing conducted, the cause of the reported problem was insufficient perfusion. The reported problem was confirmed to be user related. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.